Manufacturer narrative:
Correction: update to lot #. An event regarding suspected infection involving a restoration modular body was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. There has been one other similar event for the reported sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the reported revision of the patient's hip. As reported: "dr. Wanted to replace the cone body and head the patient had previously had implanted on (B)(6) 2014, and convert liner to mdm. When trying to separate the cone body from the stem, the extractor piece broke. We had a backup set at the hospital, but the same piece broke again, but he was able to remove the cone body from the stem." Update: reason for revision- liner exchange, with head, mdm, and come body exchange as well due to suspicion of infection this surgery was a revision of a revision. Body side: left.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: bowed conical stem 18 x 195mm restoration modular hip system; cat#6276-7-218; lot#unknown. V40 cocr lfit head 36mm/+10; cat#6260-9-336; lot#unknown. Unknown_joint replacement_liner; cat#unk_jr; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the reported revision of the patient's hip. As reported: "dr. Wanted to replace the cone body and head the patient had previously had implanted on 14/jan/2014, and convert liner to mdm. When trying to separate the cone body from the stem, the extractor piece broke. We had a backup set at the hospital, but the same piece broke again, but he was able to remove the cone body from the stem." Update: reason for revision- liner exchange, with head, mdm, and come body exchange as well due to suspicion of infection this surgery was a revision of a revision. Body side: left.